Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was functioning properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported a motor error. The blood glucose reading was 152 mg/dl. The patient stated that the alert occurred during a bolus delivery. The patient did not recall any significant events that led to the incident. The customer was assisted with clearing the alarm. In troubleshooting, the patient was able to rewind the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.